Event description:
It was reported the patient developed an infection and pocket erosion. The lead was returned, analyzed, and the subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted and the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.